Event description:
It was reported that during a da vinci s surgical procedure the customer experienced system error code #23008. The system was restarted, however, system error code #212 occurred during homing. By rotating an axis on the left master tool manipulator, restarting the system a couple of times, and hitting the emergency power off button, the surgical staff was able to get the system to work for an additional 2 hours. After two hours, system error code #23008 re-appeared. The site restarted the system, however, the error code continued to recur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes #23008 and #212 were associated with the left master tool manipulator. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state". System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. The mtml was returned to isi for failure analysis investigation. Engineering reviewed the system error logs and confirmed the system error codes experienced by the customer. Based on the system error logs, an axis potentiometer and motor encoder were replaced. As of december 23, 2008, there have been no reported recurrences of the issue at this hospital.